Event description:
It was reported that during a procedure the fiber was artificially broken. The procedure was completed with a spare fiber. No patient injuries were reported.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. The information provided states that the fiber was fractured during procedure because the nurse stepped on it by accident. Therefore, based on the details available, the conclusion code selected for this investigation is "unintended use error caused or contributed to event" which indicates the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that during a procedure the fiber fractured because the nurse stepped on it by accident. The procedure was completed with another fiber. No patient injuries were reported.

Event description:
It was reported that during a procedure the fiber fractured because the nurse stepped on it by accident. The procedure was completed with another fiber. No patient injuries were reported.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact frist and last name, MFR email address the complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. The information provided states that the fiber was fractured during procedure because the nurse stepped on it by accident. Therefore, based on the details available, the conclusion code selected for this investigation is "unintended use error caused or contributed to event" which indicates the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that during a procedure the fiber fractured. The procedure was completed with a spare fiber. No patient injuries were reported.